Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further evaluation identified that the absence of audio was due to a failed 1 watt speaker. All detection capabilities and functions performed as expected.

Event description:
It was reported that a pump did not have audio function. It was also reported that there was no patient involvement.